Event description:
Legal counsel for the patient alleges that patient underwent a left total hip arthroplasty on (B)(6) 2009. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of pain, inflammation, numbness, loss of range of motion, lack of mobility, problems sitting, metallosis, and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04976/04977).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent a left total hip arthroplasty on (B)(6) 2009. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of pain, inflammation, numbness, loss of range of motion, lack of mobility, problems sitting, metallosis, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information provided in patient medical records indicates left hip revision performed on (B)(6) 2014 was due to adverse tissue effects. The patient's operative report noted turbid fluid, fibrinous debris, and yellowish-tan slimy appearance of the pseudocapsule and tissue.